Event description:
The customer contacted stryker to report that their device's monitor was shutting on and off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's monitor was shutting on and off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the event and verified the reported issue through review of software logs. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's monitor was shutting on and off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.